Event description:
It was reported that the lead helix would not retract. After repositions of lead, not a good capture voltage was found. The physician decided to remove the lead. Guide wire would not insert through the lead. The lead was cut and another lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of helix would not retract was not confirmed. Electrical analysis revealed short circuit and was use to damaged inner insulation inside the connector portion as a result of overtorque. Overtorque of inner coil prevented the stylet insertion.